Manufacturer narrative:
The impella 2.5 was returned under another case. The product performed within specification during the case; therefore, the cause of hemolysis cannot be determined. DHR was reviewed and found no manufacturing related issues with this lot. There were two other complaints in this device lot related to the failure mode.

Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) japanese male patient had impella 2.5 pump inserted in the right femoral for vsp. It was reported the patient developed hemolysis during impella support. Patient's plasma free hemoglobin measurements confirmed the event. The patient received two units of fresh frozen plasma-leucocyte reduced (rcc-lr) for anemia progression which was due to hemolysis. No further information was provided.